Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the black box history shows no evidence of 'no cartridge' detected alarms. The rewind, load and prime steps were performed on the pump with no loss of prime issues. The pump was exercised for 24 hours with no loss of prime issues. The load step was performed on the cartridge with no issues found. The force sensor was found to be within specification. Unrelated to the complaint, the internal battery was found to be corroded. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. Also unrelated to the complaint, evaluation revealed a cracked battery compartment, a stripped battery cap and a faded discolored display screen, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.

Manufacturer narrative:
(B)(4). The pump has been returned to animas. Evaluation is not yet complete. When evaluation is complete results will be provided in a supplemental report. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The patient called animas on (B)(6) and mentioned that the pump dispensed insulin during the load step. The same pump is implicated in MFR. (B)(4). The load step issue did not lead to the alleged symptoms in the other report as the user attributed the symptoms to another cause.